Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not appearing on patient profile. A technical support specialist confirmed that the rxverify request was rejected by the pharmacy as it was associated with an outdated order. The pharmacy had already discontinued the order within their system; however, it remained active in medbank myqlink (mql). The pharmacist contacted support to have the order cancelled, enabling the nurse to proceed with dispensing from the updated order. The tss went through myqlink and cancelled the requested order. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users required assistance as a medication order was not appearing on the patient profile. However, there were no delays or adverse events or injuries reported based on this event.